Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the coating of the insertion tube was partially peeled off. There had been image problem on the subject device during use, therefore the subject device had been returned to (B)(4) for repair. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon and the insertion tube had been scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. During investigation, it was found that the insertion section was scratched, and coating peeled off. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to the stress during use, the external factor and/or the user handling. If additional information becomes available, this report will be supplemented.